Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose. The blood glucose was 900 mg/dl. The customer reported that he had a heart attack and everything was a blur. An ambulance was called and took the customer to the hospital. The customer did not know any other details in regards to the hospitalization. The customer was not wearing the insulin pump at the time of hospitalization and was unsure of how long the insulin pump was not connected.